Manufacturer narrative:
Findings: no unexpected power error alarm noted. Unit passed displacement test. Pump was returned for power error). Detailed trace analysis confirmed alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. Unit received with cracked reservoir tube lip, scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error detected. Customer's blood glucose was unknown. The customer is advised the internal power source in the pump is unable to charge. The customer was advised that the error does not preven the pum from running.